Event description:
Customer reported a high capacity disk failure on boot up and cd tray will not stay retracted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the hard drive, external interface board, and cd/dvd drive. System operates as intended. This MDR is related to ge healthcare complaint.